Event description:
It was reported that during a pulse field ablation procedure the faradrive steerable sheath (clear) - us was selected for use, the valve was allowing air into the flush port of the sheath. When the farawave was inserted into the catheter, the sheath was getting air into it. The sheath was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.